Event description:
A medtronic representative reported that during a spinal fusion procedure, the software unexpectedly exited and the system became unresponsive. The site had performed four spins with the imaging system which were auto transferred to the navigation system. While in the spine software the surgeon went to click on the second of the two post-op exams and the software exited and the system became unresponsive at the 'software exiting, please wait' screen. The medtronic representative performed a soft reboot to get back to the software launch screen. The spine software was relaunched and the second exam was manually pushed the imaging system to the navigation system. The exam transferred successfully. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome. Delay to the case was approximately 15 minutes.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out and was able to replicate the issue. Medtronic representative found that hitting ctrl, alt and backspace keys on keyboard allowed application to close and system performed as expected after re-loading application. The software logs were received and reviewed by engineering. The issue was recommended to be added to the medtronic navigation software anomaly tracking database.